Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that while attempting to insert the 512sd trocar, the surgeon experienced difficulty to the point of not being able to go through as the safety shield would not engage. There was no consequence to the pt.